Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter directly to obtain more information regarding the reported event; an incident form and patient photos were provided. A lumenis service engineer examined the subject device four days after the reported event, and upon visual inspection and troubleshooting was unable to duplicate the issue. The engineer checked the alignment, the angular runout, and all optics; all were well within specifications. The engineer had checked the cpg and deepfx handpieces, took some test shots at different power, size, and density settings, and had determined that no apparent issues were found with the system. As the doctor 'felt' that the cpg was at fault, he asked for it to be replaced. The service engineer returned and replaced the cpg footswitch, handpiece, and cpg cable, calibrated the system, and once again found the system to operate according to manufacturer specifications and with no issues. The user facility had reported that one week after the incident, the patient returned to the physician in clinic as a follow-up. The physician stated that the injury had already healed over in the one week time from the injury to the follow up. A lumenis clinical manager re-evaluated the reported event and determined that "according to the new information received, the injury was completely healed after a week's time, without medical intervention and no impermanent or permanent damage was seen, the initial evaluation documented a third degree burn, however due to the new information, this preliminary evaluation was probably wrong. The follow up MDR can include the removal of potential permanent nature of the wound" although the cpg scanner was returned to lumenis for evaluation, it has been misplaced and is nowhere to be found; therefore an analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Lumenis acknowledges that a malfunction may have occured which could likely lead to a serious injury, although in this event serious injury did not occur. Based on all the above information lumenis is withdrawing the adverse event/serious injury claim initially reported, and is leaving this MDR report type as a malfunction only.

Manufacturer narrative:
Lumenis has just become aware of this reported event and is currently investigating. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A user facility reported that while using a lumenis ultrapulse co2 with an ultrascan encore cpg handpiece, the beam from the handpiece went from an octagon shape to a single beam causing a small 3rd degree burn to the patient.